Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 5, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent inflammation at the implant site and was treated with a 3 week course of antibiotics (date not reported).